Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that during a follow-up, the device longevity was found to be 2.5 years. The remaining longevity of the device was indicated to be short, based on the programmed parameters. A possible abnormal current drain was suspected. It was also noted that the patient was in atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.